Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular pace impedance of the implantable cardioverter defibrillator system jumped from 400 ohms to approximately 1,100 ohms in six months of time. The impedance decreased to around 400 ohms again, with another isolated increase to 1,022 ohms. No signal noise was observed. During testing, when performing physical maneuvers, the impedance became highly variable when the patient lifted their arms of their head. Shock impedance and capture thresholds were stable. Additional alerts were enabled on the ICD and it was planned to closely monitor the situation. The ICD remains in service and no adverse patient effects were reported.